Event description:
The customer stated that her blood glucose reading was 450 mg/dl of her nurse's meter and 114 mg/dl on her dex meter. The difference between the readings falls in the "c" zone of parkes error grid, making the difference clinically signifcant. The customer did not allege any adverse events due to the readings. Troubleshooting showed the system to be working as designed. The customer was satisfield, and no product will be returned at this time.